Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device missing logo sticker found during bench repair. The device was not in use, therefore no health consequences or impact.